Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date (B)(6) 2007 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (Explant date): six months to 1 year after implant.

Event description:
A report was received that the patient was not getting adequate pain relief. The patient underwent an explant procedure. No further information could be obtained.